Event description:
It was reported that the device had a blank display. The reported problem is indicative of a device that may not power up properly, and may cause a delay in providing defibrillation therapy. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.